Manufacturer narrative:
Concomitant medical products: the therapy date for the following device is unknown: model: 3660; scs ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-03588. Reference MFR. Report: 1627487-2018-03592. It was reported ((B)(6)) the patient had two cervical leads and one extension implanted as part of the scs system. Due to pain progression to the patient's feet, the physician elected to perform surgery to address this new region . However, diagnostics indicated high impedance values on the existing system. As such, the cervical leads and extension were explanted and replaced. In addition, a new lead was implanted in the thoracic region. Stimulation was restored following the procedure.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-03588, reference MFR. Report: 1627487-2018-03592.